Event description:
It was reported that during annual inspection, the cs300 intra-aortic balloon pump (iabp) units buttons on the operation interface of the device were malfunctioning and could not work normally after the device was turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions event site name: (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) found that the automatic button and the trigger signal up and down button also failed to work, and other buttons were normal. After dismantling the machine operation panel, check that the circuit board and connecting wires are normal. After cleaning the circuit board and reconnecting and restoring, the operation panel can work normally. At the same time, the equipment has passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and is ready for clinical use.